Event description:
Report received from the USA stating that the "burr was stuck" in the device. It was unk whether the device was used in surgery. It was unk to the reporter whether or not there were any injuries or medical intervention required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests that this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).